Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The first cylinder had wear at fold in the proximal and in the distal end of the cylinder. The first cylinder had a hole from sharp instrument in the middle of the cylinder, a leak was identified. These damages are consistent with explant damage; therefore, it will be considered a secondary anomaly. The second cylinder had wear at fold in the proximal and in the distal end of the cylinder, the cylinder passed leak test. The reservoir was visually and microscopically examined, and leak tested. The reservoir had wear at a fold in reservoir shell; however, the reservoir passed the leak test. The pump was visually and microscopically examined, leak and functionally tested. The pump passed the leak test; however, it did not pass activation test. Based on analysis results, the activation issue identified in the pump confirmed the reported event, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery to replace his inflatable penile prosthesis with a malleable prosthesis because the pump was not performing as expected. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent surgery to replace his inflatable penile prosthesis with a malleable prosthesis because the pump was not performing as expected. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.